Event description:
The report from the descover database indicated that during a percutaneous coronary intervention (pci), the pt had a dissection proximal to the target lesion. The dissection was reported to be related to trauma from the guiding catheter. The dissection was treated by the deployment of two (2) additional stents: a cypher 2.5/13 mm stent and a cypher 2.5/8 mm stent by direct stenting. The cypher 2.5/8 mm stent was post-dilated. The pt was discharged from the hospital three (3) days after the index procedure. The index procedure was an elective procedure with the primary indication being stable angina. The target lesion was the mid left anterior descending (lad) artery which is a native vessel and 2.5 mm in dameter. The lesion was reported to be: de novo, a 95% stenosis, lesion length unknown, not ostial, not totally occluded, not a bifurcation lesion, and with little or no calcium. The lesion with pre-dilated.